Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be fully depressed when the user attempted to press the button. The procedure was completed using manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use. The operator is trained to the device. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. A non-cordis 5f sheath was used. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. At that time, the indicator window was showing solid black, and no red color was observed during retraction. The device was not attempted to be deployed outside of the patient. The plug was not able to be deployed in the patient because the user was unable to fully depress the deployment button. When the depression of the button was attempted, the button would only depress partially. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the deployment button of a 5f exoseal vascular closure device (vcd) could not be fully depressed when the user attempted to press the button. The procedure was completed using manual compression. There was no reported patient injury. The device was stored and prepared according to the instructions for use. The operator is trained to the device. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no stent near the site, and no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in a diagnostic procedure with a retrograde approach. A non-cordis 5f sheath was used. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. At that time, the indicator window was showing solid black, and no red color was observed during retraction. The device was not attempted to be deployed outside of the patient. The plug was not able to be deployed in the patient because the user was unable to fully depress the deployment button. When the depression of the button was attempted, the button would only depress partially. Other procedural details were requested but were not provided. One non-sterile 5f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the deployment lever was partially depressed while the guard was locked. The plug was partially deployed, and the indicator wire was found retracted. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The indicator window was observed in the black/white/red position. No additional anomalies were noted during the visual analysis. A functional deployment simulation could not be performed as the unit was received in a partially actioned state, which prevented execution of a complete deployment simulation. A high-magnification microscopic evaluation was conducted to assess the internal mechanism. Comparison with a fully deployed reference sample revealed that the deployment mechanism on the returned unit had not advanced completely, indicating incomplete actioning of the lever prior to return. The reported event of ¿deployment lever (button)-frozen/locked¿ could not be observed as the device was received in the partially actioned state with the internal deployment mechanism not advanced completely. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. It was reported that the indicator window was in solid black position when the deployment lever was depressed; however, analysis of the internal deployment mechanism showed that it was not advanced completely with the indicator window in the black/white/red position. This indicates that the deployment lever was likely depressed before the indicator window changed to solid black position, which prevented execution of the deployment simulation during functional analysis. Therefore, procedural/handling factors likely contributed to the issue experienced by the user. It is important to note that lever activation before reaching the black/black position of the indicator window may compromise the deployment mechanism. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use the exoseal vcd if the device appears damaged or defective in any way.¿ also, the IFU cautions, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device. Caution: further retraction of the exoseal¿ vcd and the vascular sheath introducer will cause a set of red and white bars to appear in the indicator window, as a warning that no further retraction should occur prior to plug deployment. If further retraction occurs, discontinue the use of the device. Use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed.¿ neither the product analysis, nor the information available for review suggest that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.